Event description:
It was reported that right atrial (ra) lead was exhibiting noisy signals and it suspected that the lead was broken. Boston scientific technical services (ts) discussed communicator information and referred patient to the clinic. This device remains in service. No adverse patient effects were reported.